Manufacturer narrative:
Correction to fields d1: brand name, d2b: pro code (product code), d4: model number, catalog number, expiration date and unique identifier (UDI) #.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery because he was unable to pump due to fluid loss. The location and source of the fluid loss was the balloon. Upon explant, a hole in the tubing was identified, it is suspected that the physician may have accidentally cut it. The hole was identified because saline was inserted into the balloon, and it did not hold the fluid. There was not much fluid left in the device. The entire system was removed and replaced with a new one. No patient complications were reported.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery because he was unable to pump due to fluid loss. The location and source of the fluid loss was the balloon. Upon explant, a hole in the tubing was identified, it is suspected that the physician may have accidentally cut it. The hole was identified because saline was inserted into the balloon, and it did not holt the fluid. There is not much fluid left in the device. The entire system was removed and replaced with a new one. No patient complications were reported.